Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose declined to 45 mg/dl. Customer treated their low blood glucose with food. The customer also reported adhesive issues with the sensor. The customer also received a lost sensor alert with the sensor. The customer declined to return the sensor for analysis.